Manufacturer narrative:
The reported event was the device rubbing the patient's arm. The device analysis did not find any anomalies. A longevity calculation found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the device had reached elective replacement indicator (eri). It was also noted that the device appeared to be rubbing the patient's arm. The device was explanted, and a new device was implanted more medial and inferior to prevent movement. The patient tolerated the procedure well and was in stable condition.